Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The caregiver reported that the implant had extruded through the skin. It was suspected that the extrusion was due to an infection, which was confirmed when implant removal revealed a biofilm underneath. The device was explanted.

Event description:
The caregiver reported that the implant had extruded through the skin. It was suspected that the extrusion was due to an infection, which was confirmed when implant removal revealed a biofilm underneath. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin and infection at the implant site. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.